Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 76.5, 78.0, 85.0 and 86.5 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The pull wire was protruding distal to the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned pod8 revealed that the pull wire was protruding distal to the pusher assembly ddt and pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as these may occur. During functional testing, resistance was experienced while attempting to advance the pod8 through the returned lantern due to the pusher assembly kinks and the pod8 could not advance through its introducer sheath. Evaluation of the returned lantern revealed ovalizations on its mid and proximal shaft. If the device is forcefully pinched or gripped during use or if the device is manipulated within the reported patient¿s tortuous anatomy, damage such as ovalizations may occur. During functional testing, resistance was experienced while attempting to advance a demonstration pod8 through the lantern due to the ovalization on the mid-shaft, and the pod8 could not advance any further. The ovalization in the lantern likely contributed to the resistance experienced during the procedure and the functional test. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00982 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, the physician experienced resistance after advancing the pod coil to the middle of the lantern. Therefore, both the pod coil and lantern were removed. It was reported that flushing the pod coil and lantern did not resolve the issue. The procedure was completed using new pod coils, ruby coils, pod packing coils (pod pc) and, the same lantern. There was no report of an adverse effect to the patient.